Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed dried blood/body fluid in the entire lead lumen. Conductor coils were fractured and deformed. In addition, coils were slightly crushed. Also, electro-cautery melted insulation was observed. Therefore, the field allegation was confirmed and was most likely due to being inside the heart.

Event description:
Boston scientific received information that during routine device check, this left ventricular (lv) lead displayed high, out of range, pacing impedance measurement with elevated pacing threshold measurement. No noise was observed. At this time, the lv output was increased and the lv capture will be monitored. The physcian and the patient will still discuss the options and obtain a chest x-ray. This lead remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received that this left ventricular (lv) lead exhibited intermittent sensing, did not deliver pacing when required and was fractured. This patient underwent a surgical intervention where this lead was explanted. No additional adverse patient effects were reported.